Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device powered on with a low volume alarm that was reported to not be loud enough to be heard in the clinical setting. It was reported that the alarm sound is lower than factory setting and did not seem as loud as compared to another device. The device sounded a recognition beep when powered on and low, medium, and high tones were heard during the audible loudness test. It was also reported the alarm volume during an occlusion test was lower than expected and there was no end of syringe alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.